Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal end was deformed, the bending section cover adhesive was worn, and the connection between the bending section and distal end was detached due to adhesive peeling around the bending tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera ii ultrasonic bronchofibervideoscope with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was loose and there was a gap between the forceps plug cap and tube mounting cap. The report is being submitted due to defects found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." Olympus will continue to monitor field performance for this device.